Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information from the customer: the situation was discussed with the surgeon afterwards and it was explained to the surgeon that the system would still be in following mode if the surgeon's head was through the sensors before they grabbed the master tool manipulators (mtm). The surgeon said that could have been the reason for the incident since they had not experienced a similar error since. The surgeon stated that the instrument dropped during relocate mode but was unable to confirm if they had hit the right mater tool manipulator causing the movement. There was no instrument-to-instrument or system arm-to-arm interference. The issue was only a one-time occurrence. The issue was not drape-related as confirmed by the field engineer. There was no injury to the patient as a result of the event. The monopolar curved scissors is not available for return. There are no images of the device or video recordings of the procedure available for review.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, patient side manipulator (psm) arm 3 dropped into the abdomen at the beginning of the procedure after relocating down into the body. The caller stated that everything appeared normal, but then psm arm 3 continued to move down into the abdomen after the surgeon stopped relocation. The caller stated that the system arm led was solid blue. The site was concerned because there was a monopolar curved scissors (mcs) instrument connected to psm arm 3. The site had the camera in the above position. No further troubleshooting with tse was performed. The user completed the procedure with no reported injury. It was further reported that the surgeon had his head in the high resolution stereo viewer (hrsv). After he had performed a "relocate" of the entry guide manipulator, he saw the mcs instrument moving down towards the patient bowel and immediately stopped the movement by removing his head from the hrsv.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse observed two of the surgeon's procedures using the system. The surgeon reported no further issues with control or unexpected arm movement. The fse reviewed the system logs and noted error code 23075, fse tested the system but was unable to find any issues on a test drive of the system. The customer reported issue was not reproduced. The system was tested and verified as ready for use. The complaint regarding an unexpected movement issue was not confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.